Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance fixation feature breakage. An empty opened foil and a needle/suture combination were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed. However, a side of the fixation tab was broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2018, and a barbed suture was used. During the procedure, soon after passing the suture on the fascia by continuous suturing, the surgeon noticed that one side of the fixation tab was broken. Another package was used for the patient. There were no adverse consequences to the patient. Upon evaluation, a side of the fixation tab was broken. No additional information was provided.